Event description:
Caller reported a malfunction on pump, and it was noted that issue did not cause customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer lacked backup therapy, planned to reach out to healthcare provider, and was informed by technical support that replacement pump with updated software would be sent. Technical support handled form completion for field correction acknowledgment, confirmed shipping details, instructed caller on storage mode, and advised return of malfunctioning pump within 10 days using provided materials.